Manufacturer narrative:
The device was received for evaluation. During evaluation, the device displayed an "system error 345 - thermistor disparity". A review of the event history log (ehl) revealed occurrences of two "system error 345 - thermistor disparity" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream thermistor was out of specification. The downstream thermistor, and the downstream sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.